Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, anxiety-product/procedure.

Event description:
Patient reported left side capsular contracture baker grade unknown and replacement from textured to smooth due to the patient concern of the implant. Device remains implanted.

Manufacturer narrative:
Lab analysis: the device is related to the reported event capsular contracture and anxiety ¿ product/procedure of implant received on (B)(6) 2024, with lot number 2982222. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Anxiety ¿ product/procedure: unable to observe as it is not related to the device. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii.

Event description:
Patient reported left side capsular contracture, baker grade unknown and replacement from textured to smooth due to the patient concern of the implant. Later, healthcare professional reported capsular contracture, grade ii. Healthcare professional later reported "capsular contracture, baker grade iii. Device has been explanted and replaced.

Event description:
It has been determined that the event associate with this complaint did not occur. This record is no longer reportable to FDA and will be un-reported.